Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned but images were provided. These images demonstrate that the t-luer adaptor was in distal start position and was found detached from the slider which was in distal end position; it is confirmed that the detachment of the luer adapter from the slide led to deployment failure. The investigation is confirmed for detachment, and failure to deploy is considered a cascading event. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to device warning, the instructions for use states that "visually inspect the bard e luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath" also "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. In regards to pta the instructions for use state: "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". (Expiry date: 03/2024).

Event description:
It was reported that during stent placement procedure to treat left lower limb occlusion through the left femoral artery, the stent failed to deploy after multiple deployment attempts by pressing the trigger. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned and images were provided. The images demonstrate that the t-luer adaptor was in distal start position and was found detached from the slider which was in proximal end position. The returned sample showed the stent still loaded in the delivery catheter and the proximal luer detached from the duo tube and separately returned with the sample: it is considered that the detachment of the proximal luer occured during shipping of the complaint sample since this wasn't reported and didn't show in the provided images. The delivery system was detached from the t-luer adaptor but however, still secured to the "stabilizer". The trigger mechanism was fully activated and the slider moved to the proximal end position; it is confirmed that the detachment of the luer adapter from the slide led to deployment failure. A process related issue could not be found. The lesion was pre dilated, and system compatible accessories were being used. Based on the photos provided and the evaluation of the returned sample, the investigation is closed with confirmed results for detachment, and failure to deploy is considered a cascading event. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to device warning, the instructions for use states that "visually inspect the bard e luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath" also "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. In regards to pta the instructions for use state: "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". H10: d4 (expiry date: 03/2024), g3, h6 (method). H11: g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent placement procedure to treat left lower limb occlusion through the left femoral artery, the stent failed to deploy after multiple deployment attempts by pressing the trigger. The procedure was completed using another device. There was no reported patient injury.